Manufacturer narrative:
(B)(4). Additional information: the device was returned without its package. As the package was not returned for evaluation, no analysis could be performed and therefore no conclusion could be reach as to what may have caused the reported incident. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, as the stapler was opened it was determined that the box and blister pack were damaged during shipment and was no longer sterile, so product is being returned. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.